Event description:
Information was received from an attorney representing a client in a diabetic malpractice suit against a physician. The suit alleges that a physician used a glucometer elite in md's office to test patients and a sample of blood was sent to a laboratory for comparative testing. It was reported that the physician's notes indicate that the blood glucose using the glucometer elite system was above 400 mg/dl or hi (greater than 600 mg/dl). The laboratory result was reported as 1258 mg/dl. This incident occurred in august 1997. No other information is available and the complaint is considered closed for purposes of MDR.